Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery and upon dissecting and inspecting the pump a hole was identified. There was a significant amount of air in the pump. The cause of the hole is unknown by the physician. The app was removed and replaced with an inflatable penile prosthesis (ipp). There were no patient complications.